Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that her blood glucose meter is not transmitting results to the insulin pump. Customer's blood glucose was 600 mg/dl. The customer was transfer to bayer.